Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 zisv6-35-80-5.0-40-ptx devices are not cleared / approved in the us but are considered similar to other devices currently available on the market registered as PMA/510(k) # p100022. The zisv6-35-125-5.0-40-ptx device of lot number c1307419 involved in this complaint has not yet been returned for evaluation. With the information provided, a document based investigation was conducted. The customer was contacted for additional information and to return the device. The investigation will be updated once the information is provided or the device is returned and evaluated. There is no evidence to suggest this event did not occur. Therefore, the customer complaint is confirmed based on customer testimony. As the device has not yet been returned, and the information has not yet been provided, a definitive root cause cannot be determined. From the product instruction for use: ¿if resistance is met during advancement of the delivery system, do no attempt to force passage. Remove the delivery system and replace with a new device.¿ ¿ensure that the red safety lock is not inadvertently depressed before stent deployment is desired¿. Prior to distribution, all zisv6 (zilver ptx thumbwheel) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records did not reveal any discrepancies which could have contributed to this complaint issue. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1307419. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
The surgeon successfully deployed 2 x zilver ptx thumbwheel in the sfa using a 035" rosen wire guide. He then tried to advance the 3rd and final stent over the wire and resistance was felt and the catheter was unable to track over the wire guide. He then removed the stent catheter and wire guide in one motion. After inspecting the device the surgeon noticed that the stent had partially deployed before he had the chance to depress the red safety lock.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). Zisv6-35-80-5.0-40-ptx devices are not cleared / approved in the us but are considered similar to other devices currently available on the market registered as PMA/510(k) # p100022. This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. The zisv6-35-125-5.0-40-ptx device of lot number c1307419 involved in this complaint returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. On evaluation of the returned device, it was observed that the device was returned with the safety trigger depressed and the stent deployed. The stent was not returned with the delivery system. The device was flushed, with no issues. A 0.035" diameter wire was advanced through the device and no resistance was encountered. There is no evidence to suggest this event did not occur. Therefore, the customer complaint is confirmed based on customer testimony. Possible root causes could include patient anatomy, as resistance was encountered when advancing the complaint device. A difficult patient anatomy could have caught or bound the stent retraction sheath, compressing the coils and causing/contributing to partial/premature deployment however, as the information has not been provided, and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause for this occurrence cannot be determined. From the product instruction for use: ¿if resistance is met during advancement of the delivery system, do no attempt to force passage. Remove the delivery system and replace with a new device.¿ ¿ensure that the red safety lock is not inadvertently depressed before stent deployment is desired¿. Prior to distribution, all zisv6 (zilver ptx thumbwheel) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records did not reveal any discrepancies which could have contributed to this complaint issue. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1307419. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. Initial report details: the surgeon successfully deployed 2 x zilver ptx thumbwheel in the sfa using a 035" rosen wire guide. He then tried to advance the 3rd and final stent over the wire and resistence was felt and the catheter was unable to track over the wire guide . He then removed the stent catheter and wire guide in one motion. After inspecting the device the surgeon noticed that the stent had partially deployed before he had the chance to depress the red safety lock.